Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the transmitter does not work. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A voltage test was performed and the transmitter has no voltage. A data log could not be retrieved due to a low battery alert. Due to the transmitter having low battery, the customer complaint was confirmed. A root cause could not be determined.